Manufacturer narrative:
Initially it was reported the manufacturer received information alleging a patient expired while using a ventilator. It has been confirmed this was the patient's back up ventilator and was not in use when the event occurred. MDR 2518422-2018-02757 was filed for the ventilator that was in use when the event occurred. The ventilator passed all testing during the evaluation and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.